Event description:
It was reported that the receiver display was frozen. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed passed. Receiver charge and boot tests were performed and passed. Functional tests were not performed due to the receiver not communicating with the communication tool. The receiver log was not downloaded for review due to the receiver not communication the communication tool. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.